Event description:
The customer obtained an elevated atellica im high-sensitivity troponin I (tnih) on a patient sample that was lower when retested on the same analyzer and on a different analyzer. The elevated discordant result was not reported to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of an elevated atellica im high-sensitivity troponin I (tnih) on a patient sample that was lower when retested. The customer provided the following information: no issues were noticed with other patient samples. Calibration is valid and quality control (qc) was within acceptable ranges when samples were tested, however the prior calibration failed with the flag "signal shape error: spike occurred, failed or abnormal shape". Sample collected in a bd vacutainer sst ii advance tube. Instrument log filed were provided to siemens and the following was observed: reagent trace files: there was no evidence of a hardware issue that impacted the delivery of tnih reagents. Sample trace files: there was evidence of a hardware issue that impacted the aspiration of the 100ul of sample, possibly caused by micro-fibrin. Autocheck data: the secondary vacuum is reading low. The interpretation of results section of the atellica im tnih instructions for use (IFU)states, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2023-00308 with the FDA on 23-nov-2023. Siemens completed the investigation of this event that included the review of system files and complaint data. Issue was isolated to this patient sample. It was determined that there was evidence of a sample aspiration issue, which is associated to the presence of fibrin in the sample. Siemens advised customer to verify serum clotting time and sample centrifugation. Further, the assay instructions for use (IFU) provides documentation on specimen collection and handling prior to processing. Customer is operational. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.